Event description:
It was reported that the xprt mattress alert tones were sounding very softly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the xprt mattress alert tones were sounding very softly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. On investigation it was determined that the mattress alarm not being loud enough for the customer was due to the power supply voltage available at the demonstration location and the step down power transformer on the bed. The model has been updated to 2156000000 - fl27 with zoom and w/xprt.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported that the xprt mattress alert tones were sounding very softly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.